Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a jupiter fc guidewire crossed the lesion, a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, the balloon and guidewire became stuck after inflation and the only option to pull them out was to remove them from the body. It was attempted if it was possible to separate the two devices outside the body, however, the resistance was severe. The procedure was completed with a different device with no patient complications nor injuries reported.